Event description:
It was reported that the customer's blood glucose level was 404 mg/dl. The customer attempted to treat with a bolus. But, the customer received a no delivery alarm from his insulin pump during basal. Standard troubleshooting was unable to be performed since the customer did not have a replacement reservoir or infusion set. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.